Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient underwent revision surgery to excise excess tissue. During the same surgery, the abutment was removed and an internal magnet was placed. The implanted device remains. This report is filed october 30, 2015.

Event description:
Per the clinic, the patient developed an infection around the abutment site as well as skin overgrowth. On (B)(6) 2014 the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.